Manufacturer narrative:
Device display properly and no missing segment/partial display anomaly noted. Device passed self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen which make it hard to read screen under certain lights. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump screen had no delivery alarm, rewind was louder, blotches on screen. The insulin pump will not be returned for analysis.